Event description:
Bedside rn noted that patients pa [pulmonary artery] catheters noted to be "locked" yet were still moving. Writer went in room to confirm that pa catheter locking mechanisms appear to be engaged but pa catheter able to "slide" despite this. Pa catheter in place. Bedside rn instructed to save product once removed and given to unit cns [clinical nurse specialist] for evaluation. Product placed bedside by cardiology fellow the night before last. Product packaging thrown out and trash is removed at least daily so serial number and lot number unknown to cvicu [cardiovascular intensive care unit] staff.